Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/19/2009 that a customer had an issue with gauze. The customer stated that the gauze is fraying in the pt's wound and the surgeon is having to pick the gauze out during surgery.